Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during a follow-up, the device was exhibiting premature battery depletion. During the device check in 2018, the battery showed 6.5 years remaining. During the device check at the beginning of april, there was 2.5 years remaining, and at the end of april the battery showed 2 years remaining. The data was saved on the programmer, and a latitude device was delivered to the patient. The next follow-up is scheduled for july. Further analysis has been requested for technical services to review disk analysis. No further information has been provided at this time. No adverse effects to the patient were reported.

Event description:
It was reported during a follow-up, the device was exhibiting premature battery depletion. During the device check in 2018, the battery showed 6.5 years remaining. During the device check at the beginning of (B)(6), there was 2.5 years remaining, and at the end of april the battery showed 2 years remaining. The data was saved on the programmer, and a latitude external monitor was delivered to the patient. Further analysis was requested for technical services to review disk analysis. The device remains implanted, and no adverse effects were reported. Additional information: technical services was able to determine that the increase in power consumption was due to high rate atrial sensing, and sam software. The device was reprogrammed by turning off the atrial sensing lead, and by disabling the "minute ventilation" on the sam software per technical services recommendation.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.